Event description:
Current pharmacy software doesn't match gpi codes on e-scripts because practitioners aren't required to sent. Currently matching on spelling of drug name. If one system has med name truncated differently won't match, we can certainly go in and select correct drug. Amax/ clav 875 doesn't match with amoxicillin/ clavulanic acid 87 mg. I am looking for something to give to the software company to help them do this. This error was reported by a pharmacist at >000000000( (retail pharmacy). Medications that are sent over, electronically, to the pharmacy are not linked to a gpi for automatic drug selection with the pharmacy computer software (computer-rx). If the electronic drug name from the prescriber does not match the computer-rx name exactly (e.g., truncated or abbreviated drug names, brand names) the pharmacy software will automatically select a drug that is spelled similarly, resulting in the wrong medication being selected. The error is discovered by comparing the image of the prescription hard copy (sent over in the e-script) with the drug name selected by computer-rx. Both technicians and pharmacists have discovered this error. There is an option to de-activate the automatic transcription of e-scripts to computer-rx, but all prescription information would have to be entered manually (e.g., prescriber name and address, drug information) which is the safer option but takes much longer to process a prescription. (B)(4).